Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after a routine implant procedure, this lead displayed greater than 200 ohms shock impedance measurements. An x-ray was performed where a fracture was noted near the svc coil the device was reprogrammed with the svc out of the shock configuration and defibrillation threshold (dft)'s were retested. There were no adverse patient effects. The lead remains in service.